Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced postprandial hyperglycemia after consuming a higher-carbohydrate meal and contacted support to change the insulin cartridge on the ilet system with a teflon inset 23-inch infusion set; blood glucose rose to 280 mg/dl and began to decline after the cartridge change, later returning to range. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no outside assistance, no ketone testing, and stabilization of glucose after several hours. Investigation included troubleshooting and education focused on meal announcements and incorrect meal size with no device alerts or alarms. Investigation of this case revealed user-related factors associated with meal announcement and carbohydrate estimation as the most likely contributors, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error involving meal size entry and timing relative to food intake.